Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that a patient¿s stimulation turned off today. It was stated that the patient was trying to recharge the implantable neurostimulator (ins) and was very upset because she had been told that her ins would not be charged until after her follow up appointment in 2 weeks. The patient stated that she had to charge the ins before she was supposed to, but she was having a hard time getting more than 4 bars and when she got up to four bars ¿they could drop.¿ it was noted that the patient did not like the belt; it did not hold it in place very well. The patient noted she did not always have help and wanted to know ¿how she was expected to hold her arm all twisted like that.¿ the patient wanted to know how long it would take to charge her ins. The patient noted that the lightning bolt was not showing and she was not sure how to turn it back on when she was done charging. The patient stated she did not want to turn on stimulation until she was able to charge more. It was noted that the manufacturer¿s representative told the patient that the ins ¿may not have been fully charged at implant¿ and the ¿hospital may have had it on the shelf for a while.¿ the patient stated that the hospital should have to check the ins before it was implanted. The patient stated that she didn¿t want a rechargeable and ¿wasn¿t aware of the amount of time charging the ins would take away from her busy day.¿ the patient stated that she would rather have the battery taken out and a ¿regular one¿ put in, and that she was not told of all the work this ins could be. It was noted that the patient confused coupling bars with ins charge level. The patient noted she currently had an infection in her eye, but stated it was a sty and she didn¿t want to discuss it. It was later reported that the device was not orienting correctly starting two days ago. The patient stated that 3.20v was the current setting but when the patient changed positions the patient either wouldn¿t feel it or it was too strong when sitting. The patient reported that she didn¿t feel the stimulation when changing positions. It was noted that the patient just started using the device over the weekend and had charged the ins to ¾ ¿because it took so long.¿ it was stated that the patient began to use stimulation on/off and had it set to 3.4v on the left, and ¿2 something¿ on the right. The patient stated that sitting down was stronger but standing up got very little impulse in the left leg. The patient stated that it was ¿so low when standing up¿ and that nothing has gone right, that it¿s taken 3 months to get things right, and her arm was sore. It was stated that there had ¿not been good verbal communication from the start.¿ it was stated that the patient was ¿sent home from surgery with this pack¿ that didn¿t change. It was stated that the problem started (B)(6) 2014 when she first started using it again. It was further mentioned that during the patient¿s trial when the patient changed positions she would be ¿too the moon with stimulation sensation change¿ and that was why she was implanted with the sensor ins. It was noted that the patient¿s adaptive stimulation was off, she was on group a, program 1 at 3.50v, and that adaptive stimulation had not been programmed. The patient expressed dissatisfaction with the service from the manufacturer¿s representatives, the healthcare professional (hcp) and felt there was a lack of communication and too much literature to read with insufficient discussion/verbal information. It was noted that the patient had to learn ¿by trial and error¿ and had not been told that after healing, a session with the manufacturer¿s representative had to be set up to make the adaptive settings for positional changes. It was noted that the patient found this out through talking to patient services and chose to have a manufacturer¿s representative she felt most confident with do the position settings.

Event description:
Six weeks later, the patient was still frustrated with charging. It took her ¿forever to find an efficient connection.¿ she continued to have issues with coupling, and stated if she ¿blinks¿ the coupling boxes went away. It took her a while to find a spot where the boxes filled black. She had tried a pillow behind her back but it didn¿t hold. The patient couldn¿t use the belt by herself so didn¿t use it. It was too hard to put it on and turn it around. Adaptivestim had been activated for the patient, but she stated it did not work. She had the ¿strength¿ much higher on the left leg, but when she stood, she had more stimulation in the right leg. In addition, when she got into bed, it was too strong and did not adapt. The patient was advised to have the representative adjust the settings. In addition, the patient read in the recharger manual that if the stimulator was implanted in the abdominal area a belt was given. There was nothing about being implanted in the hip and the patient felt this should be re written.